Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). A nurse reported receiving an error message indicating the footswitch functions were unavailable. At the beginning of the case the footswitch stopped functioning. The footswitch was exchanged for another to complete the case. There was no pt injury reported.

Manufacturer narrative:
The facility called in to technical services and ordered a new footswitch and cable. A sample will be returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).